Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, when the clip was closed, the spring on the clip broke. The clip was unable to be deployed or opened for removal. The wire was pulled out with the clip still attached. There were no patient complications reported as a result of this event.